Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked at the connection site during use. The following information was provided by the initial reporter: "the 3 cc syringes (item # 309657) and the 25 g x 5/8 needles do not connect properly causing the syringe to leak. The va could not confirm if it is the syringe or the needle that is having the issue."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked at the connection site during use. The following information was provided by the initial reporter: "the 3 cc syringes (item # 309657) and the 25 g x 5/8 needles do not connect properly causing the syringe to leak. The va could not confirm if it is the syringe or the needle that is having the issue."